Event description:
The report states that after six times of firing the device, it stuck to patient tissue and could not be opened. The surgeon cut the device out of the tissue, and another device was used to complete the procedure. There was no bleeding or pt injury.

Manufacturer narrative:
Date of initial report: 10/06/2008. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.